Event description:
Per the clinic, the patient developed an infection at the incision site. On (B)(6), 2014 the patient was prescribed oral antibiotics (type, dosage, and duration not reported). Per report on (B)(6), 2014, the site is healing. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.